Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30073251l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating the cavotricuspid isthmus (cti), a steam pop occurred. The procedure continued using the same catheter and could be completed successfully without any immediate patient consequence. Post-procedure, patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove around 500 cc of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and was reported to be in stable condition. There¿s no information regarding extended hospitalization or patient¿s outcome. The patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the physician commented the patient¿s heart was small and the myocardium was thick. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The ablation index value (ai) was 619 at 30 watts for 30 seconds, there was a possibility of steam pop if ablation index exceeded 600. The drainage blood was venous blood, there was a possibility that the blood came from a small hole that occurred at cti caused by the steam pop. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 10/31/18, and it was reported that the patient was an 82-year-old male. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. The generator was in power control mode. No error messages were displayed on any biosense webster, inc. Equipment during the procedure. There was no transseptal puncture performed. Updated patient information: patient age at the time of event to 82, age unit to years, sex to be male . Manufacturer's reference #: (B)(4).